Event description:
The customer reported that paddle plate came off an adult paddle adapter. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Part number of adult paddle adapter provided to customer to replace broken adapter.